Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was deployed in the laa. However, the initial position of the device was noted to be too distal. While attempting to partially recapture the device, in order to reposition, the feet of the device seemed to be pinching the laa. The device was collapsed in the watchman access system, although not completely as the feet were holding onto the laa and it could not be removed. Eventually, after 9 attempts were made to fully recapture and remove the device, the device had shifted and was positioned in place. It met pass criteria and was therefore released. There were no patient complications. Transesophageal echocardiogram later that day confirmed there was no effusion. There were no patient complications reported and the patient's status was stable.